Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process causinig the graft to tear. The surgeon completed the procedure with a side biter clamp. No additional patient complications were reported by the hosp.